Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Cracked housing was observed. Error1660 was found in pump event history log. The device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replace circuit board.

Event description:
It was reported that the device was alarming error 1660. No patient injury was reported.